Manufacturer narrative:
This pad is 17 years old. Consumer did not provide any details regarding the use of the product. No injuries were reported with this incident.

Event description:
Consumer claims that the heating pad burned her area rug. No injuries were reported with this incident.